Event description:
During a pta treatment procedure, the ultra-thin balloon detached from the catheter. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion located in the somewhat tortuous left common iliac artery. The physician used a 7f pinnacle introducer sheath and an angled glidewire for vascular access. The balloon had been inflated only one time. Resistance was encountered when withdrawing the balloon through the introducer sheath. The catheter shaft broke resulting in detachment of the entire balloon segment. The detachment portion of the ultra-thin balloon was removed with the sheath as one unit. The procedure was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.